Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the curved tip sureform 45 stapler instrument was used in three fires and worked as intended. During the fourth fire, the customer used a white reload and when the curved tip sureform 45 stapler instrument was closed (artery between the jaws, not clamped yet), the surgeon suddenly lost control of the instrument and it started moving upward. Use of the instrument was discontinued, and it was replaced to the backup. The procedure was completed with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv). The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The issue was related to the 45 sureform stapler moving on its own when surgeon was not trying to move the instrument. The timing of the instrument was not appropriate and there was no shakiness and/or friction observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was resolved by replacing the instrument with a back-up. There were no images available.